Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went into diabetic ketoacidosis for three to four times and experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl and 722 mg/dl. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.